Event description:
It has been reported to philips that the machine turned off suddenly and could not be turned on. There was no reported patient or user harm. A philips field service engineer (fse) reset the system power breaker main power distribution unit, and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system machine has suddenly turned off. Review of the log files confirmed no malfunction for the sudden turn off machine. Upon troubleshooting fse found that hospital had power failure issue and it was a onetime occurrence problem. To resolve the issue, fse reset system power breaker in mpdu and restart the system after power restoration. After repair, the system returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not a complaint, and it is not reportable. The codes were updated based on the investigation outcome.